Event description:
A surgeon reports one patient that was over corrected in his left eye following custom lasik surgery. A review of the patient records provided, indicat at 4-months post -op, this patient was over corrected by 3.25 diopters and presented with 1.75 diopters of induced astigmatism. One month later an enhancement was performed on the left eye. Three weeks following the enhancement, the over correction on the left eye had reduced to 1.25 diopters and the inducted astigmatism had resolved, leaving 1.5 diopters of residual astigmatism. The patient did experience a 1-line decrease in bcva in the left eye during the post-operative period.

Manufacturer narrative:
Evaluation summary: a surgery database performance verification was conducted on this system and the analysis indicated the laser performance factors analyzed were operating within specification at the time of this patient's surgery.